Manufacturer narrative:
The company service rep examined the system and was unable to replicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical professional reported an error message displayed advising of a surge in fluidics during a cataract with intraocular lens implant procedure. The procedure was completed with no impact to the pt.